Event description:
A us distributor contacted zoll to report that a patient developed bed sores under the lifevest equipment. Patient described the area as bed sores on back. There was no alleged device malfunction contributing to the bed sores. The patient¿s nurses have been applying ointments and bandages to the sores. Outcome of the sores is unknown.

Manufacturer narrative:
Not applicable.